Manufacturer narrative:
The prevena plus¿ system lot number was not provided and the device was not returned; therefore a device evaluation and device history record review could not be performed. Based on the information provided, it cannot be determined that the alleged events are related to the prevena plus¿ incision management system. The patient was post-operative bypass wound infection, thus, it is unknown if the patient's preexisting infection resolved or if the device potentially exacerbated the patient's existing condition. Additionally, it is unknown if and what medical or surgical intervention was required to mitigate the alleged event. Multiple unsuccessful attempts were made to obtain additional clinical and device information. A device evaluation and device history record review could not be performed. Device labeling, available in print and online, states: warnings: infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). Silver in the interface layer of prevena¿ dressing is not intended to treat infection, but to reduce bacterial colonization in the fabric. If infection develops, prevena plus¿ therapy should be discontinued until the infection is treated.

Event description:
On 09-dec-2021, the following information was provided to kci by the complainant: on (B)(6) 2021, the prevena plus¿ incision management system was placed post-operative following a bypass wound infection. On (B)(6) 2021, the prevena plus¿ 125 therapy unit experienced technical issues and was removed. The prevena¿ dressing was left in place and connected to a v.a.c.ulta¿ therapy unit. The patient reportedly developed post-operative bacteremia and the prevena¿ dressing was removed on (B)(6) 2021 allegedly due to the patient's temperature, increased levels of c-reactive protein and white blood cell count. It was noted the device potentially caused the problem. No additional information is available at this time. The prevena plus¿ system lot number was not provided and the device was not returned, therefore a device evaluation and device history record review could not be performed.

Manufacturer narrative:
MDR-3009897021-2022-00005_129553-iss submitted on 04-jan-2022 noted the following: d4 catalog#: pre4001ca. Correction: d4 catalog#: blank. Based on the correction provided, kci's assessment remains the same; it cannot be determined that the alleged events are related to the prevena plus¿ incision management system.